Event description:
Surgeon could not remove the trocar from the patients knee. The head broke off the end of the trocar and after several attempts at removal, the remaining portion of the metal trocar was left behind.